Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. The customer reported fluctuating blood glucose (bg) levels of 50 mg/dl at the lowest and 452 mg/dl at the highest. Reportedly, the customer's bg's were fluctuating due to not being able view the continuous glucose monitoring on the screen. The customer stated that due to this issue, her bg's were unable to be treated accordingly. The customer delivered a bolus to address high bg and consumed juice to address low bg. Reportedly, customer will continue to use the pump for insulin therapy but also has a back up pump if necessary.